Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported that the touch screen is unresponsive in some areas; however, it did not affect any setting changes. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred. Technical support advised the customer to replace the touch screen. The customer did not respond to requests for additional information.